Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative inspected the imaging system onsite and could not recreate the reported issue. The system performed as intended and passed all tests. However, during inspection of the system, a piece of plastic material was found, (such as tube drape) that interfered with the controller and rail in the gantry. The cause of the event was considered to be the plastic material and it was removed. The issue resolved. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that while in a spinal fusion case, when taking 3d images in the procedure, an abnormal sound (noise) occurred. The procedure was continued and completed without using the imaging system. There was no reported delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.